Event description:
It was reported that during heart valve surgery a visible fracture was present on the left ventricular pacing lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - defibrillation epicardial patch, implanted: (B)(6) 2011; (B)(4) defibrillation epicardial patch, implanted: (B)(6) 2011; (B)(4) implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo and the outer insulation of the lead was observed to have blood ingression.